Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip, partially detached retainer ring, cracked battery tube threads, cracked case on the battery tube side which starts at the left belt clip rail. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was cracked in the back. The customer reported no adverse event. The event involved products mmt-1715k. Troubleshooting was not performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1715k was returned for analysis.